Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon interrogation and testing during device follow up there did not appear to be capture on both leads. Chest x -ray confirmed there was dislodgement of the right atrial (ra) lead and right ventricular (rv) lead. The ra lead was freely moving within the ra. The ra lead was removed and replaced. It was further reported that the rv lead moved freely within the rv. The rv lead pulled back and the helix would not retract back into the lead for reposition. The rv lead was removed and replaced. Following the lead extraction, tissue appeared to be tissue on the helix. No further patient complications have been reported as a result of this event.